Event description:
The caller reported that he has a custom 8cfn and that the opening is smaller than on his previous tracheostomy tube. He states that when he puts on the cap, he is not getting enough air. He stated that breathing was more difficult but he was still able to speak normally.

Manufacturer narrative:
The caller declined to return the tracheostomy tube for failure investigation. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide significant information, a follow-up report will be submitted.